Manufacturer narrative:
The pod was received fully deployed. No abnormalities were observed in the pod data. No damages or deficiencies were observed that could have contributed to the reported communication error. The pod was reset, connected to an unused pdm, programmed to deliver 5 units, and deactivated. No abnormalities were observed in the rerun data. The cause of the reported communication error could not be determined. The external portion of the soft cannula was observed to be torn. The exact timing and cause of the tear is unknown. The fluid path test showed fluid leaked out of the tear in the cannula. A leak test was performed and confirmed the leak.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod had a communication issue during operation.